Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3889-28, lot# va16l2j, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient reported she was in a lot of pain and experienced a throbbing sensation during urinary and bowel movement. The patient stimulation was off at the time of the call. The patient reported a fall. The patient noted she fell really hard on her back. The patient's urologist informed her lead was fractured. The patient stated her healthcare professional (hcp) wanted replace the patient's implantable neurostimulator (ins) once the patient's back calms down. Additional information from a hcp reported impedance check was performed, there was several broken leads, and the device was turned off. The patient's pain has resolved minimally. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.